Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported by the patient and emergency room md that patient came in the emergency room at (B)(6) university due to cadd legacy pump alarming -no disposable-. Alarm resolved when cassette was reconnected. Emergency room md stated that patient continues to transition off veletri to uptravi currently. Cadd legacy serial number (B)(4). Cassette lot number unknown. No patient injury was reported.